Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing frequent charging of the ipg. Database analysis revealed no anomalies. The battery discharge log was compared with the program usage log which confirmed that the high stimulation settings require more frequent charging. The device appeared to be working as expected. It was noted that the ipg was already depleted when it was charged prior to the procedure. Device malfunction was suspected. The patient underwent an explant procedure.